Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 700 mg/dl. Customer reported of being new to insulin pump therapy and was not able to replace batteries. Customer reported of missing a dialysis appointment which caused complications such high blood glucose and hallucinations. Customer was not aware if she was transported the hospital via car ride or paramedics. Customer was hospitalized due to high blood glucose. Customer was hospitalized for one week and was treated with insulin injections. Customer was wearing insulin pump at the time of hospitalization. Customer reported that transmitter was lost in the hospital. Transmitter would be replaced.